Event description:
A patient had surgery on their right knee in 12/2004 for an acl repair. Patient returned to the surgeon with a reaction, which the surgeon believed might have been due to the absolute absorbable screw and cross pin. In 2005 the screw was removed and replaced with a bone graft.